Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that for the last 2-3 months they had been having pain and tenderness at the implant site along with drainage of pus. Patient stated they went to the doctor who prescribed antibiotics, but the antibiotics gave them diarrhea so they stopped taking them. Patient also mentioned that they put a big band aid on the area and when they took the band aid off it was full of "whatever the clear stuff is," and it was sore and tender. The patient was redirected to their healthcare provider to further address the issue. Agent suggested patient visit an urgent care or ER if their symptoms were severe enough.